Manufacturer narrative:
Awareness date corrected. Device available for evaluation updated. Initial reporter corrected. Device codes added. Device evaluated by manufacturer updated. Evaluation codes added. System analysis/service repair performed on september 02, 2016: the reported error 173 was verified and the root cause was determined to be a faulty resonator and (B)(4) was replaced with (B)(4). During calibration, following the installation of (B)(4), error 171 occurred. The probable root cause was determined to be a faulty resonator (doa). The resonator was replaced with (B)(4). The system was tested and verified to meet manufacturers specifications. Resonators (B)(4) were returned to the manufacturer.

Event description:
It was reported that before a procedure error 173 (pd mismatch) was noted. The device was restarted and the same error was noted. The device was not used. The case was completed using an alternate procedure (turp). There was no injury to the patient reported.

Manufacturer narrative:
Service in the field was performed on september 02, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on december 06, 2016.

Manufacturer narrative:
Service in the field was performed on september 02, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on december 06, 2016. Product evaluation: the resonator was evaluated on april 05, 2017. It was noted that there was no packaging damage on the crate, no external damage noted on the resonator. The coupler lens had contamination on fiber side causing fiber temperature to rise quickly, diode stack had restricted flow, both lbo crystals were found to be damaged by moisture causing low power and oc optic was burnt. The diode, lbo crystals, oc optic, coupler lens assembly and desiccant were replaced. The resonator was re-peaked, re-aligned and entered data to test report. The resonator was tested after rework and was confirmed to be functional. Probable root cause: based on the fa report, the probable root cause was determined to be due to moisture damage.